Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber was visually examined, and functionally tested. There was no light present from the connector, indicating a fracture within the fiber connector; burn marks were present. A small hole was observed at the area were the connector and fiber met. Based on analysis results, the identified fiber connector fracture confirmed the reported event of fiber burst during procedure.

Event description:
It was reported that the connector of the fiber to the equipment burst during procedure. The fiber was replaced to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that the connector of the fiber to the equipment burst during procedure. The fiber was replaced to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber was visually examined, and functionally tested. There was no light present from the connector, indicating a fracture within the fiber connector; burn marks were present. A small hole was observed at the area were the connector and fiber met. Based on analysis results, the identified fiber connector fracture confirmed the reported event of fiber burst during procedure.

Event description:
It was reported that the connector of the fiber to the equipment burst during procedure. The fiber was replaced to successfully complete the procedure. There were no patient complications.